Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a new device implanted on (B)(6) 2018. On (B)(6) 2018, there skin started to burn at the implant site from the inside out. Then, after the ins was turned on (B)(6) 2018, they started feeling shocking on one area of the battery pack. Then around (B)(6) 2018, they had tried to connect their controller with the ins but a connection could not be made. It was noted that eventually it did work. They were redirected to the doctor to have the device/therapy evaluated. No further complications were reported or anticipated.